Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that upon opening the interstim x and attempting to connect the lead, the setscrew wasn't tightening as it should. The rep stated the lead was inserted into the header block, the screw was tightened down and they heard it click but after giving a slight tug on the lead, it wasn't secure in the header block. The rep stated the healthcare provider (hcp) loosened the setscrew and tried again but it still wasn't securing the lead. The rep stated they tried the screwdriver from the lead kit as well as the screwdriver from a new ins kit and the same thing was happening. The patient stated they implanted a new ins, connected to the lead and tightened the setscrew down with the screwdriver from the initial ins that was used and that secured the lead as expected. The troubleshooting steps that were taken during the procedure resolved the issue. The rep stated they had the ins/screwdriver and screwdriver from the lead kit to return.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va365w6); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins, s/n: (B)(6) determined that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.